Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) per the physician is related to patient conditions and due to a large flail. Recurrent mitral valve insufficiency/regurgitation appears to be due to migration/partial clip leaflet. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, and a prolapsed posterior leaflet with flail. A mitraclip xtw was implanted without issue. The mr was reduced to trace. On december 13, 2023, the patient returned symptomatic. An echocardiogram was performed and revealed a long flail on the aortic roof and recurrent mr with a grade of 4. The previously implanted clip had moved on the leaflet. The clip was partially attached to the posterior leaflet and remained fully attached to the anterior leaflet. To stabilize the partially attached clip and flail, a mittraclip xtw was implanted medial to the previous implanted clip. No additional information was provided.